Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying an error 2 message. According to the ot ultramini owner's manual, an error 2 could be caused either by a used test strip or a problem with the meter. This complaint was classified using the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2012, at 8am. The patient reported using no diabetes medications to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient denied developing any symptoms on the day of the alleged issue. The patient reported on (B)(6) 2012, at 1pm, she was seen in the emergency room (ER) and a reading of "212mg/dl" was obtained on the doctor or clinic's meter prior to treatment. On (B)(6) 2012, at 1pm after she was given "sugar water" a reading of "212mg/dl" was obtained on the doctor or clinic's meter. During the time of troubleshooting, the cca determined this was not the first time the meter had been used and there was no misuse of the product. When the patient pushed the power button an error 2 occurred. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims, due to the alleged issue, she required treatment from a healthcare professional, and there was a delay in treatment.